Event description:
A dovetail block assembly (438a 1058) a subcomponent of a budde halo, was reported to have a hole in the slider rail of the unit. The event was found upon incoming inspection; therefore, there was no patient contact.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.